Manufacturer narrative:
The customer reported that the central nursing station (cns) spontaneously stopped working, and that the cns software would not relaunch. The customer tried multiple reboots and swapping out the hard drive, but nothing resolved the issue. The unit was sent in for billable repair. The unit was in patient use at the time of the event. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The customer reported that the central nursing station (cns) spontaneously stopped working, and that the cns software would not relaunch. No patient harm was reported.

Event description:
The customer reported that the central nursing station (cns) spontaneously stopped working, and that the cns software would not relaunch. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) cns-6201a (pu-621ra sn: (B)(6) spontaneously stopped working. The cns would not start up the software upon launching of the program. Multiple reboots were unable to resolve the issue. Service requested: repair service performed: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. * physical evaluation: there was no physical damages while initial evaluation. * verify the complaint: cns did not boot up. Problem reported was duplicated. We replaced both hard drives and issue is resolved. 9000006111a hard drive, 500gb, cns-6201 2 ea all the malfunctioning part(s) were replaced. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Investigation conclusion: the root cause is determined to be failure of the hard drive. The overall risk, as determined from the product of probability (rare) and severity (major), is determined to be medium. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. The following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 the following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical device additional information: b4. Date of this report d10: device available for evaluation? F6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H3: device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.